Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that battery failed test(4) in 24 hours, they have tried 5 types of batteries still getting the same error. Battery failed alarm troubleshoot per (B)(4). Pump alarmed with replace battery now. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.